Event description:
It was reported that the patient suffered an acromial fracture (not present pre-op). Sudden pain while driving his car.

Manufacturer narrative:
Additional devices used: tray low offset tray +0mm. Insert ¿ 39dia +6mm/7.5bc. Glenoid aequalis reversed ii glenoid, 29mm dia x15mm length long post. Stem ¿ aequalis ascend flex 3a standard ptc humeral stem. Based on the available information the device remains implanted therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.